Event description:
It was reported that a patient underwent a inguinal hernia repair procedure on (B)(6) 2012 and topical skin adhesive was applied. On (B)(6) 2012, the patient became febrile and was treated with an antipyretic agent. On (B)(6) 2012, the patient developed itching, redness, and hives on the upper abdomen. The surgeon opines that the patient experienced an allergic reaction. The patient was treated with an unknown medication from (B)(6) 2012. The patient's symptoms have subsided. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See medwatch 2210968-2012-01491. The same patient is represented in each medwatch.